Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter (B)(6) was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter and no issues were observed. Meter did not power on with button depression and cal bar and test strip insertion. Communication was not successful with the software and meter display was not on. The returned meter was further investigated and de-cased. Performed an internal visual inspection and evidence of fire was observed. An extended investigation was also performed. A visual inspection was performed and the cpu (central processing unit) from the returned meter was defective. The meter was unable to be turned on with button and strips. Therefore, the issue is unable to test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium neo h meter was reviewed and the dhrs showed the freestyle optium neo h meter met specifications prior to release to distribution. This also serves as a correction report. Section h4 (device mfg date) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) were updated based on the returned product download.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.